Event description:
It was reported that this right ventricular (rv) lead had triggered an alert due to high out-of-range pace impedance measurements greater than 3,000 ohms. In addition, there was no capture at maximum outputs and noise with oversensing and pacing inhibition. Lead fracture was noted, and the patient reported feeling muscle/pocket stimulation at the location of the lead fracture. Chest x-rays indicated the lead was a bit medial. It was noted that the patient was pacer dependent. Subsequently, this rv lead was explanted, replaced, and returned for analysis. Additional information received indicated that the patient experienced emotional distress due to this situation. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis, and the local area field representative was contacted for additional information. This report will be updated upon completion of analysis and/or if further information is provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 25.5cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of brady pacing not delivered when required, failure to capture, high capture thresholds, oversensing, noisy signals, and high pacing impedance measurements were likely caused by the confirmed fracture.---the product has been received for analysis, and the local area field representative was contacted for additional information. This report will be updated upon completion of analysis and/or if further information is provided.

Event description:
It was reported that this right ventricular (rv) lead had triggered an alert due to high out-of-range pace impedance measurements greater than 3,000 ohms. In addition, there was no capture at maximum outputs and noise with oversensing and pacing inhibition. Lead fracture was noted, and the patient reported feeling muscle/pocket stimulation at the location of the lead fracture. Chest x-rays indicated the lead was a bit medial. It was noted that the patient was pacer dependent. Subsequently, this rv lead was explanted, replaced, and returned for analysis. Additional information received indicated that the patient experienced emotional distress due to this situation. No additional adverse patient effects were reported. Additional information received reported that x-rays of this right ventricular (rv) lead indicated that the fracture appeared to be in the pocket, but did not appear to be due to clavicular crush. This explanted rv lead was returned for analysis. No additional adverse patient effects were reported.